Manufacturer narrative:
Additional evaluation - method: the meter was returned and investigated utilizing control test strips. The complaint was not confirmed. The functional test results were within specification and visual inspection showed control solution in the port. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution during extended investigation. All results were within the range specification and no errors were observed. A device history review (DHR) was performed on lot 48035h and no atypical events were identified. The DHR indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. The reported complaint is not confirmed.

Event description:
A healthcare facility reported that at some time beginning on (B)(6) 2014 and lasting until (B)(6) 2014 a reading of 481 mg/dl was received on their adc blood glucose meter which was lower than a reading of 711 mg/dl received via the hospital's lab analyzer, reportedly within 10 minutes. The readings when plotted on a parkes error grid fell into the "out of range" zone, showing the difference to be clinically significant. It is unknown what diagnosis the patient was with given, but it was reported the patient was treated with "saline" and "insulin". The treatment rendered is completely consistent with the adc reading of 481 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.